Manufacturer narrative:
(B)(4) follow up: an incident was reported in which a needle punctured the plastic cap during an attempted recapping. To support the investigation, a photograph was submitted for evaluation by our quality team. The image depicts a needle with the plastic shield assembled onto a syringe, with the needle visibly protruding through the shield. This suggests the product may have not been used as intended. It is important to note that this product is not designed to be recapped. A review of the device history record (DHR) was conducted for material number 305195, lot 4332115. The review found no quality issues during the manufacturing process that could have contributed to the reported condition. Additionally, there were no related quality notifications associated with this lot. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the submitted photograph, the customer¿s reported condition has been confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305195 & batch # 4332115. It was reported by the customer that needle poked through plastic cap. Verbatim: rcc received a complaint via phone. Issue: needle poked throught plastic cap. Clean needle stick occurred. No, no medical or surgical intervention was required or requested.